Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 58 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle mechanism deploying late, a root cause for the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. Upon removal of the pod from the infusion site the cannula was found to have deployed late. The patients reported blood glucose level was 196 mg/dl. The pod was not worn.